Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the error 216 was identified during the device evaluation: a root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue was identified during device reprocessing. There was no patient involvement.